Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -8.50/2.0/080 (sphere/cylinder/axis) implantable collamer lens was explanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5: the reporter indicated that a 12.6mm vticm5_12.6; -8.50/2.0/080 (sphere/cylinder/axis) implantable collamer lens was implanted on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault. This resolved the problem. Cause of the event was a patient related factor. H6: 1494: off-label usage: acd was less than 3.0mm at the time of implantation. Claim# (B)(4).